Manufacturer narrative:
Age at time of event: 18 years or older. Device code # 1059 relates to component code # 515. Device code # 1310 relates to component code # 419. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous proximal left anterior descending artery. After intravascular ultrasound and using a direct stenting technique, a 4.0x24mm liberte bare metal stent was deployed in the target lesion. However, the stent delivery balloon did not inflate evenly and the stent migrated into the ostium of left main artery and left circumflex (lcx) artery. The stent was then dilated with a 5.0mm unspecified balloon, first on the lcx side of the stent and then on the left main side of the stent. The procedure was completed with this device. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the stent was not fully expanded upon initial deployment.